Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the completed investigation, the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a communication error b30 during inspection for use. There were no reports of patient involvement.